Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
Broken implant. The retention suture didn't hold the anchor on to the inserter. Inserter caused it to not insert and broke the anchor when trying to reinsert. Additional information received 10 jul 2014 indicated that a gold awl was punched to prepare the site. The anchor broke at the eyelet area to mid anchor. All pieces were removed with a grasper, and the surgeon was confident that all pieces were removed; no fragments were left embedded in the bone, or free floating in the joint. The patient's bone quality seemed average to hard. The procedure was completed with a healicoil device.